Manufacturer narrative:
The end user's granddaughter reported that while operating the power wheelchair in an elevator, the end user turned the power wheelchair and struck the wall. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
The end user was attempting to turn the power wheelchair around while in an elevator and struck the wall.